Event description:
(B) (6). According to the information received, an end-user reported a catheter with a cut-off / blunt tip. The patient wrote a letter indicating he could not figure out why it was so difficult to insert the catheter & then he noticed blood in his urine. Upon further inspection, he found the tip was non-existent and the end was blunt.

Manufacturer narrative:
Visual inspection revealed the tip of the catheter had an opened end with a straight edge; therefore, the complaint is confirmed as reported. Examination of the catheter revealed no voids in the seal of the pouch which would have indicated a cut-off catheter. Further examination revealed the catheter had missed the tip- forming process, which left the tip unformed and open with a straight edge. The complaint history was reviewed, revealing that this is the first such complaint for this lot number.